Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: after the activation, the unit did not open. The same device was used with another sulu and no problems occurred. A ta was used to close the suture line that was resected. No additional information available at this time.